Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The patient will be continued to be monitored and no intervention was performed. The patient was in stable condition.